Event description:
Caller reported a cartridge alarm occurrence. There was no adverse impact to the customer's blood glucose level. Technical support confirmed repeated cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed that a pump with updated software would be sent, and instructions were provided on how to store the current pump and return it. The customer understood and acknowledged these steps and will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.